Event description:
It was reported that during an implant the right atrial (ra) lead had high impedance and increased threshold when connected to the implantable pulse generator (ipg). It was noted that the impedance and threshold were within normal limits when connected to the analyzer. The rv lead remains in used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.